Manufacturer narrative:
The customer contacted the siemens customer care center (ccc) and reported a discordant elevated cardiac troponin I (tni) patient result was obtained on a dimension exl 200 instrument. Siemens headquarters support center (hsc) concluded the investigation of the event. Review of the instrument data logs did not indicate any product non-conformance with the dimension exl instrument or the tni assay. The sample aspiration profile for the discordant patient sample was atypical. The data is consistent with the issue being caused by sample integrity/handling however this cannot be confirmed with available data. The cause of the event is unknown. The customer has communicated no additional discrepant sample results to siemens. No product problem was identified. The instrument is operational. The device is performing within specifications. No further evaluation is required.

Event description:
A discordant falsely elevated cardiac troponin I (tni) result was obtained on a patient sample on a dimension exl 200 instrument. The discordant result was reported to the physician(s) and questioned. A new sample was processed the same day on the same instrument and a lower, correct result was obtained. The original patient sample was reprocessed the same day on the same instrument and a lower result was obtained. A corrected report was issued. There are no known reports of patient intervention or adverse health consequences due to the discordant falsely elevated tni result.